Manufacturer narrative:
Per the tandem user guide:  you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and transmitter regained connection. No additional patient information was available.